Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with zero-p hardware on (B)(6) 2012. During a follow up appointment, about one month post-operative, surgeon found that one locking screw at level c5-c6 had backed out. Patient was asymptomatic and would be monitored, and surgeon did not plan a revision at this time. Patient returned to the surgeon on an unknown date, complaining that the previously reported backed out screw was now causing discomfort and she wanted it removed. Patient returned to the o.r. On (B)(6) 2013 and surgeon removed one 3mm cervical spine locking screw from c6 left side. All other hardware remained implanted. This is 2 of 2 reports for this event.